Manufacturer narrative:
One opened ultravit probe, with tip protector, in a bag was received for the report. The returned sample was visually inspected and was found to be non-conforming as there was white foreign material on the body of the needle. The sample was functionally tested for actuation, aspiration, and cutting and was found to be conforming for all functional tests. A review of the device history record traceable to the lot number obtained from the device's radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be functionally conforming, therefore it sharpness and sound felt abnormal as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that the cutter was able to actuate but its sharpness and sound felt abnormal during surgery. The surgery was completed after replacing the pak with another one. The procedure type was unknown. There was no patient impact.